Event description:
It was reported that, during explant, the patient's lead was discovered to be "broken in pieces." No device or patient information was provided. No patient outcome was reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).